Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) on an unknown date, due to erosion and potential infection. At a later date, the patient had a new aus implanted. No additional patient complications were reported.

Manufacturer narrative:
B3 event date: approximated based on the date the manufacturer became aware of the event. Corrected field: g4 combination product: updated from yes to no additional information: this event was previously reported. See MFR. Report 14047493, 14304579, and 14546696.

Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) on an unknown date, due to infection. At a later date, the patient had a new aus implanted. No additional patient complications were reported.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.